Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2023, the patient's mother reported some leaks at the site of her son's infusion set which she noticed on (B)(6) 2023. The patient's blood glucose level was in 20s mmol/l and the infusion set was being used for the third day, inserted at the abdomen. Reportedly, there was no stress or pull on the infusion set's tubing. No further information available.